Event description:
During an atrial fibrillation procedure, air was aspirated into the syringe connected to the extension port of the sheath. Several aspirations were attempted, however, the air remained. Cti ablation was conducted and the sheath was left in place until the end of the procedure. The procedure was completed with no consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one 8f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.